Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the device history record for batch number 25b24g8272 and there were no defect encountered during in process and final control inspection. Sample for evaluation: received seventeen (17) pieces of unused introcan safety 2 wl pur m 22gx25mm - us; in original packaging for lot number 25b24g8272 and material number 4242004-02. Visual inspection: the 17 pcs returned sample has been observed under test method 102000 (visual) and test method 102002 (damages) and found that no damages and no particle. Conclusion: as no defects or deviation observed from the returned samples, complaint is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description the nurses found small pieces of plastic on the outside of the catheter.